Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not made available from the site. Device manufacturing date is unavailable. Return requested. Replacement small straight ratcheting handle shipped to site 07/15/2016. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while beginning a spine procedure, the site noted the silver cap on the back of their ratcheting handle had fallen off. This was noticed after the instrument tray was opened. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.